Event description:
Customer noticed insulin leaking past first o-ring in one reservoir and past the second o-ring in the second reservoir.

Manufacturer narrative:
Device analysis not completed as of the date of this report.